Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that there is something wrong with the humidifier and heater. Patient also states that there were multiple issues in the device, but the main issue was the unit eventually didn't turn on. The device was returned to a third-party service center for humidifier error. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of heater plate with electrical damage and outlet seal was contaminated. Error codes was found in the ventilator's downloaded error log. It was determined that the device was not acceptable for use therefore the device was scrapped. If any additional information is received, a follow up report will be filed.